Event description:
The lay user/patient contacted lfs alleging an error 5 message on the ultralink meter. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. The technique of applying blood on the test strip was correct. The meter is not a new product (out of box). The test strips were in good condition. Issue was not resolved. The complaint is being reported due to the alleged issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.